Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode and intra-operative complication cannot be determined. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse test drove the system but was unable to reproduce the event. Tests were performed on all four arms with no issues found. The system was tested and verified as ready for use. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed by an isi technical support engineer (tse) for this procedure: no relevant errors were observed during this procedure. A review of the instrument logs for this procedure has been performed and the following was observed: all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments and the following instruments: large clip applier (part #470230-09 / lot #s10151217-0033). A review of the site's complaint history shows that no complaints have been created for any of the products used during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted cholecystectomy procedure, the surgeon lost control of one or both of the mtm¿s which resulted in an injury to the liver. It is unknown what intervention, if any, was required due to this event. In addition, the cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the surgeon lost control of one or both of the master tool manipulators (mtm). The surgeon reported that they were unsure if it was one or both mtms locked. According to the initial reporter, the anatomy moved and came into contact with a scissor instrument that was in use at the time. This resulted in a hole in the liver. The surgeon was able to regain control of the instruments prior to calling intuitive surgical, inc. (Isi) technical support and the procedure was completed. The isi technical support engineer (tse) reviewed the system logs for this procedure and found no relevant errors. The surgeon confirmed that his head was in the surgeon side console (ssc) at the time of this event. The surgeon was unsure if his arms were on the ssc armrest at the time of the event. The procedure was completed robotically. An isi clinical sales associate (csa) was contacted and additional information was obtained about the complaint: the csa clarified that he was not present during this procedure, but arrived at the hospital post-operation to speak to the surgeon and call in the complaint to technical support. The csa had reportedly asked the surgeon if he was controlling the camera during this event and therefore was unable to control the instrument. The surgeon was unsure and unable to answer. The surgeon officially documented to the hospital site that they were unable to control the instruments and that led to the liver injury. Isi has attempted to obtain additional information from the surgeon of this procedure. However, as of the date of this report, no further details have been received.